Event description:
Pt reported experiencing elevated blood glucose of 480 mg/dl. His normal range is 80-135 mg/dl. He stated that he felt irritable and had a metallic taste in his mouth. Pt indicated that he had not eaten that evening. His blood glucose was 375 mg/dl. Pt administered a 6 unit bolus, changed the infusion set, and 1 hr later, his blood glucose was 480 mg/dl. He was transported to the hosp and treated with insulin drip and IV fluid. Physician instructed pt to have infusion device evaluated to ensure that it was functioning properly. He indicated that the insulin cartridge had been in use for 5-6 days rather than the recommended 48 hrs. Pt remained in the hosp and his blood glucose level was 375 mg/dl. He stated that he would switch to injection therapy until he received a replacement infusion device. Product was requested to be returned for eval.